Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: ; product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#:. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for the treatment of bladder issues. It was reported that the reason for call was to receive education as wasn't sure what they were supposed to do, said received trial implant yesterday morning. Patient said was still recovering from anesthesia when information was reviewed. Patient said was told that medtronic representative, is supposed to call patient today. Reviewed trial information and reviewed general use of handset. When trial patient attempted to connect received communication error, that system not properly set up. Email was sent to field rep. Patient was also directed to provide update to managing physician's office. Additional information was received from the manufacturing representative. It was reported that the cause of the communication error stating that system was not properly set up when the patient attempted to connect, was because the patient¿s right lead came discon nected from the hub. This made the setup configuration of two leads no longer possible. Had to re configure in the clinician app for only one lead. The most likely contributing factor was the patient attempted to replace bandages on own. The device was reconfigured, and the issue has been resolved. Patients trial is concluded. It was successful but patient did not want to proceed.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.